Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 05 may 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted at anterior and posterior leaflet 2(a2p2). During deployment sequence of second clip, the clip had anatomical interaction with chordae. Standard troubleshooting method helped resolved the issue. Subsequently, an attempt was made to deploy the clip. The clip had single leaflet device attachment(slda) from the leaflet owing to the porosity of the leaflets. Post deployment, the clip detached from both the anterior and posterior leaflets. The patient was referred for cardiac surgery for removal of clip. The mr remained unchanged post procedure. There was no clinically significant delay reported.